Event description:
It was reported to philips that the navigation ring did not work. The device was not in clinical use at the time of the event. This issue occurred during a pre-use check. There was no report of patient or user harm/impact. No medical intervention or delay in therapy was reported. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
A philips service technician evaluated the ventilator and confirmed the navi-ring did not respond. The fse replaced the front bezel and resolved the reported issue. The front bezel was returned for failure investigation (fi). Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures. Failure investigation is not required. Upon further investigation, it was discovered that the reported issue was not observed during pre-use testing, and there was no patient involvement at the time the reported issue was observed. Therefore, this complaint no longer meets reportability requirements.